Manufacturer narrative:
Product ID 8781 lot# (B)(4) implanted: (B)(6)2014 explanted: product type catheter product ID 8835 lot# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the cause of the motor stall was unknown. The date and time of the stall and recovery were also unknown. The patient's baseline weight was (B)(6)lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 1045.5 mcg/day) and bupivacaine (7.0 mg/ml at 3.6592 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported on (B)(6) 2018 that the patients pain was more intense compared to the pain they previously had. The precipitating cause for the change was the patient's pump was stalling. The patient denied any changes in the medications that the patient was prescribed outside of the clinic. The patient was admitted to an emergency room visit saturday for increased pain. The patient called the hospital stating the their pump was alarming and would like a call back form a pump nurse. The device diagnosis was pump motor stall and the clinical diagnosis was increased pain. It was indicated the event was related to the device or therapy. The pump was explanted and replaced on (B)(6) 2018 and was returned to the manufacture. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube of catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that the patient was unable to give himself a bolus and then heard the pump beeping and had withdrawal symptoms of chills and increased pain. No environmental, external, or patient factors were reported to have caused this issue. The motor stalled on (B)(6) 2018. At the surgery, it was noted the proximal end of the pump segment had a splice in it. The patient was reported as "alive - no injury." The issue was resolved. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported a procedure report from (B)(6) 2018 noted the pump had a motor stall recently and had been shutting off and turning back on repeatedly over the last week.